Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: precision implantable pulse generator (ipg) model # sc-3138-25 serial # (B)(4) description: phase iii lead extension - 25 cm model # sc-4316 lot # 14682196 description: clik anchor (set of 2). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing oozing from the lead incision site. The physician confirmed an infection and believes the patient might be allergic to the device. The patient was explanted and given IV antibiotics. The patient was reportedly doing well following the procedure.